Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2025 a reservoir volume discrepancy was noted; irv - 4.9 ml, arv ¿ 10 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2025 a reservoir volume discrepancy was noted: irv - 7.2 ml, arv ¿ 12 ml. On (B)(6) 2026 during a pump refill, a reservoir volume discrepancy was noted: irv - 5.1 ml, arv ¿ 10 ml. No further diagnostics or interventions were planned.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) (2000 mcg at 742.35274 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill on 2024-sep-05 a reservoir volume discrepancy was noted: exepcted reservoir volume irv - 7.2 ml, actual reservoir volume arv ¿ 11 ml. No associated signs or symptoms. No further diagnostics or interventions. During a pump refill on 2024-dec-19 a reservoir volume discrepancy was noted: irv - 7 ml, arv ¿ 12 ml. No associated signs or symptoms. No further diagnostics or interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.